Event description:
It was reported that prior to implant when the lead was out of the package it was noted that ring electrode was slightly curved from around proximal. Another lead was used and the procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.